Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 256 mg/dl and 116 mg/dl; 428 mg/dl and 105 mg/dl. Sets of readings were taken on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Per patient's surgeon, the device is not available for analysis.(B)(4): device not available for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient (name not specified) experienced a loss of osseointegration, resulting in fixture loss. The patient underwent revision surgery to reimplant a new fixture. (Date not reported) additional information has been requested but has not been made available as of the date of this report, august 5, 2010.